Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that three tibial articular surface provisional were found broken during pre-operative planning.

Manufacturer narrative:
The information provided on this form was incorrectly submitted under this MFR# as a part of this event. Please void this record as the device was previously submitted under 0001822565-2017-07743.